Event description:
Medtronic received information that the night following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was reported to be due to bleeding from the access site. It was determined that the prostar closure device failed to fully close the artery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).